Event description:
It wa reported that an 8f mp angio-seal device was deployed on 2/2001 without difficulties. The patient was discharged the following day. The patient was re-admitted to the hospital on 3/2001 with an infection, redness and swelling at the puncture site. The patient became septic and was intubated. The puncture site was surgically excised and drained on the following day. The device remains implanted and the patient was discharged 12 days later. The patient is reportedly doing well.